Manufacturer narrative:
The lyric device was worn by the patient for 3 days. The hcp confirmed that the patient was referred to the ent. The patient was treated for an ear infection and had drainage from perforated eardrum. The ear has healed and patient recovered. The device is not available for the analysis. It is unknown if the patient has any pre-existing conditions or if there were other contributing factors e.g. How did the ear canal look like 3 days prior, before lyric insertion. Lyric is worn completely invisible in the ear canal. In order to achieve its intended purpose (and therefore the clinical benefit), soft foam components (seals) are used in different sizes to enable an ideal fit in an individual's ear canal. The sealing of the ear canal might lead to a moisture accumulation in the volume between device and ear drum which could lead to skin injuries.the compromised skin integrity, the moist and dark environment promotes bacterial infection, which could occasionally cause skin irritations and/or infections like otitis externa, which is a common ear condition. However, full recovery is expected. The risk of accumulation of moisture in the ear due to device's design and sealed fit in the ear as well as the risk of device movement due to improper fit leading to touching ear drum have been already considered in the accompanying risk file. The manufacturer concluded that the residual risk is acceptable. The IFU contains information about common side effects such as e.g. Ear pain, moisture and blisters, as well as, information on contraindications and referral criteria. The manufacturer did not record any complaint trends for this issue on the market so far. The manufacturer will keep monitor for trends.

Event description:
It was reported to the manufacturer that the patient using lyric device experienced excess fluid collection on tissue and was referred to the ent.